Event description:
It was reported that the c7 screws backed out of the xtend plate approximately 1.5 years post-operatively requiring revision surgery to remove the screws. The plate was not removed from the patient.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The xtend plate could not be evaluated as it remains in the patient. Visual inspection of the returned screws found marks and deformations which appear to correlate with a screw contacting and forcing its way past a blocking set screw. During the revision surgery, the surgeon confirmed the blocking set screw was in the blocked position which confirms that the screw should have been contained b_u t forced its way pasf. The spherical screw head was found undersized due to the deformations present. Ii is possible excessive force may have been applied lo the screw post-operatively which caused the screw to force its way past the blocking set screw. However, without the plate to evaluate, no determinations can be made as to the exact cause of the reported issue.